Event description:
The patient reported, she has had 3 elevated blood glucose readings with the most current one occurring about 4 months ago. She stated, she woke up with a blood glucose reading in the "300's" mg/dl with her target reading being 150 mg/dl. She said her symptoms were thirst, fatigue, and not feeling well. She stated she would disconnect from her insulin infusion headset and bolus through the tubing but no insulin would come out. She said she would change her cartridge, adapter and tubing and her insulin infusion device would work properly. To troubleshoot, the basal rates and time were checked on her infusion device and confirmed to be accurate. She said she did not receive any alarms on her device. The patient stated she changes her infusion headset every 2-4 days and the tubing every 5-6 days. The patient was advised to change her headset every 2-3 days. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.